Event description:
Information received indicates the left head siderail is bent, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.